Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown, and expressed concern about the device recall. The device remains implanted.

Event description:
Healthcare professional reported "pain, hardening of tissue, capsular contracture [baker] grade ii" via ultrasound and noted that silicone touched the patient. Healthcare professional later reported that the implant was "completely intact." The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b.5., h.6.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture/anxiety-product/procedure/breast pain/visibility/palpability was received on march 26, 2025 with lot number 2594896. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. Breast pain: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side capsular contracture, baker grade unknown, and expressed concern about the device recall. Healthcare professional additionally reported "pain, hardening of tissue, capsular contracture [baker] grade ii" via ultrasound and noted that silicone touched the patient. Healthcare professional later reported that the implant was "completely intact." The device was explanted.